Event description:
It was reported that this pacemaker exhibited farfield oversensing of the ventricular signals on the atrial channel. Technical services (ts) recommended reprogramming. The device remains in use. No adverse patient effects were reported.